Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, parts order submitted for fulfillment for a new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator would not hold calibration data prior patient use. Furthermore, there is no patient associated with the reported event.